Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18018. The patient had 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient's right lead revealed invalid impedance readings on all lead contacts. X-rays were taken and did not reveal any migration. However, it is unknown if the lead has pulled out of the ipg header. Surgical intervention will be taken at a later date to address this issue.